Event description:
It was reported the patient is experiencing ineffective stimulation and auto-reducing. Diagnostics revealed high impedance readings. Reprogramming was unable to provided effective coverage. The patient is to consult with her physician and x-rays may be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.